Event description:
Consumer's attorney contacted us stating that his client suffered a 2nd degree burn to her neck while using a heating pad. Medical attention was required to treat a subsequent infection.

Manufacturer narrative:
Plaintiff is a diabetic and fell asleep while using the heating pad, both are violations of the instructions and warnings provided. Medical records also indicate the wound may not be a burn but possibly a post herpetic zoster bacterial infection.